Event description:
Consumer posted a review on (B)(6) stating: "this product do have nice mint and slightly sweet flavor. What I don't like is that the thread is too tough and thin. I have filling between two teeth. When I floss that spot, it first stuck and than remove the filling when I force it out. Although my dentist should share some responsibility, but I never have that problem using others (flat and wide thread)." No contact information provided.